Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 40mg/dl, cause was unknown. Customer consumed carbohydrates to address low bg. Tandem technical support recommended customer consult with a healthcare provider to discuss diabetes management.